Event description:
It was reported that a patient underwent an initial right knee procedure on (B)(6) 2007. Subsequently, the patient was revised due to pain and tibial subsidence on (B)(6) 2019.

Manufacturer narrative:
Complaint involves a 1st revision surgery of a 190lb.; 5ft 8in tall; 83 year old male patient¿s right knee involving a tm ps monoblock tibia that occurred approximately 11 years, 6 months after the primary surgery. Patient¿s activity level was not reported. The revision surgery occurred at warrnambool & district hospital in warrnambool, australia. The mating femoral component was found to be compatible with the tibial component that was implanted. No evidence, including an independent radiologist¿s review of the supplied x-rays, was found in this investigation that substantiates the claim of tibial subsidence of the tm monoblock ps tibial component. And while a fractured tibial eminence was not reported in this complaint, it is apparent. The photograph of the explanted device that was provided for this investigation shows a jagged surface at the point where the tibial eminence was once attached indicating that it broke away as opposed to being cleaved by a surgical instrument. Consequently, a loose piece of poly within the joint space over a period of time would likely be a source of patient pain. However, given that the explanted device itself was not returned for this investigation, the topology of the fractured surface could not be examined under the light microscope so the likely reason for the fractured tibial eminence remains unknown. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that a patient underwent an initial right knee procedure on (B)(6) 2007. Subsequently, the patient was revised due to pain and tibial subsidence on (B)(6) 2019.